Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported when the patient came to the hospital and had her PICC line pulled out they discovered that it was leaking 7cm into the vein. No other information was provided.